Event description:
Shang, x., he, c., yang, k., guo, y., zhou, z., <(>&<)> zi, w. (2023). Effects of antecedent intravenous thrombolysis on endovascular treatment of acute stroke using tirofiban. Journal of vascular and interventional radiology, 34(3), 420¿426. Https://doi.org/10.1016/j.jvir.2022.12.007 medtronic review of the literature article found that a review of data from 2 comprehensive stroke centers was performed for patients treated with acute ischemic stroke between january 2015 and august 2021. The purpose of the study was: "to investigate whether preceding intravenous thrombolysis combined with tirofiban in patients with acute ischemic stroke undergoing endovascular treatment is safe and effective." 373 patient were included in the final study group, 111 were treated with both thrombolysis and tirofiban. Solitaire stent retrieval devices or direct aspiration (including with navien catheter) were primary recanalization options. It was not indicated which device(s) was/were used with each patient. It was also not indicated which or how many patients were treated with stent retriever vs. Aspiration only vs. Medication treatment only. No device malfunctions were reported in the literature article. 69 patients died within the 3 month follow-up period. Cause of death was not specified in the article. It was also not specified if the patient mortality outcomes were or possibly were associated with the treatment/procedure or any device.

Manufacturer narrative:
Serious injury events without patient mortality outcome will be reported separately. A2. Reported patient age (64 years) is representative of the mean age of all patients included in the article study group. A3a. Reported patient sex (male) is representative of the majority of patients (269/373) included in the article study group. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.